Manufacturer narrative:
W1dr01 27-oct-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations; it was also reported that the right atrial (ra) lead was possibly oversensing with far field r-wave (ffrw). The lead remains in use. No further patient complications have been reported as a result of this event.